Event description:
Technical services received a call on 10/18/12. Caller reported checking device and patient reported stimulation. Patient is having diaphragmatic stimulation the same time everyday. Caller thinks it is the lv daily impedance check. Patient said that it can last more than a beat or so. Caller wanted to know if daily impedance check could be programmed off. Caller working with dr. (B)(6) at (B)(6) regional in (B)(6). No additional information is available. Lv lead was implanted on (B)(6) 2006. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).